Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed then a final report will be submitted.

Event description:
It was reported that patient underwent graphing procedure utilizing zimmer dermatome and after the first swipe, the graph came off crooked, the surgeon had to change the blade and perform another swipe in the same area for the initial graft. That retrieval was good the second time. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that patient underwent graphing procedure using a zimmer dermatome and after the first swipe, the graph came off crooked. The surgeon had to change the blade and perform another swipe in the same area for the initial graft. No additional grafts were required. The customer returned a dermatome blade device, lot number 63526747, for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated dermatome blade lot number 63526747 as documented in the repair reports in livelink. Product review of the dermatome blade by zimmer biomet surgical on june 26, 2018 revealed that there was a bow in the blade. Repair of the dermatome blade was not performed by zimmer biomet surgical since the dermatome blade is deemed a non-repairable item. The reported event was confirmed since during product review there was a bow in the blade which could cause the graph to come out crooked. The cause of the graph coming off crooked was due to there being a bow in the blade. The root cause of the graph coming off crooked could not be determined since it is unknown how the blade became bowed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.